Event description:
The customer reported being hospitalized with a low blood glucose of 42 mg/dl. The customer was driving home when he experienced low blood glucose levels. The customer was out of it for about two miles, and pulled over to a housing area where someone called the police. The customer stated that the police then called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump also passed the displacement test. The customer felt that the insulin pump was not functioning properly, and requested a replacement. The customer reported having to take ten glucose tablets and drink orange juice two weeks ago, also due to low blood glucose levels. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and cracked battery tube threads.